Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device during testing had a ECG message. No adverse event involving patient or user was reported.